Event description:
According to the op report, this valve was explanted due to pannus and thrombus. The patient presented in cargiogenic shock with pulmonary edema nessecitating intubation and an inr of 1.2. At explant, pannus and thrombus were observed on both leaflets; however, the pannus on the inferior leaflet was noted to be "particularly overgrown and thick". Upon removal of the valve with forceps, an edge was broken and measures were taken to ensure all "possible emboli" were removed. A sjm 25mj-501, was then implanted and noted to "sit nicely" with "normal" leaflet motion.